Event description:
It was reported that after removing the band from the packaging, a perforation was observed on the band, just before the use. Another device was used.

Manufacturer narrative:
Date sent: 05/19/2009. Information anticipated, but unavailable at this time.